Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported patient experienced a blood glucose level of 64 mg/dl at 4:41 am. Mother stated at 8:06 pm patient's blood glucose level was 305 mg/dl. Mother reported she noticed the pump had switched off without any alarm. Mother was able to get patient's blood glucose under control. No adverse event reported. Requested return of the alleged pump for evaluation.